Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te pad messages) has been confirmed. Upon evaluation, there was an open white pulse wire in the trunk cable. The cause of the check te pad messages is the open pulse wire. The root cause of the open pulse wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The patient received a replacement electrode belt.

Event description:
Zoll customer support contacted a (B)(6) female patient to exchange her electrode belt. The patient's download revealed excessive te notify messages. The patient was issued a replacement electrode belt.